Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that emergency medical technicians took the customer to the emergency room (ER) due to low blood glucose (bg) level of 32mg/dl. The cause for reported low bg level was unknown, however, customer alleged not eating a 3rd meal contributed to the issue. Customer was treated with fluids and glucose, and was released from the ER the same day in "stable" condition. Tandem technical support performed a pump review and found that the pump performed as intended.